Event description:
Sheath clotted during usage. The ccl supervisor said that the case was long because the pt had grafts which the physician found difficult to access. When asked, he said that the sheath most likely had not been flushed frequently during the case. Cordis diagnostic catheters and an argon wire were used. He did not observe any leaking through the valve and feels that it was a fluke.